Event description:
It was reported that the right atrial lead was damaged in the removal of the right ventricular lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned in segments to the manufacturer, analyzed, and tested. No anomalies were found. All conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic depression and there was blood in/on the helix/lobe mechanism.